Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was exposed to water. The device fell into the lake and now has a blank display. Customer's blood glucose was unknown. No troubleshooting was performed. Customer agreed to return the device for analysis.